Manufacturer narrative:
The contact¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary anterior cruciate ligament (acl) surgery on a canine, it was discovered that the small battery drive device stopped working. There was a two minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was making an excessive noise and then stopped running with the battery devices. It was further determined that the upper trigger was sticking. It was further noted that unknown liquid residue was found on the internal electronic and the mechanical components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion/improper care, which is user misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.